Manufacturer narrative:
The insulin pump passed the functional testing, including the displacement test, rewind, basic occlusion, occlusion, prime, excessive no delivery test and self test. All operating currents were within specification. The low battery alarm and off no power alarm functioned properly. The insulin pump had minor scratches on the display window, cracked case at a display window corner, cracked belt clip slot and cracked reservoir tube lip. The insulin pump was programmed and monitored for six days with no unexpected blank display noted. No data was available due to the insulin pump being received without a battery installed. The battery tube connector was locked properly on the interface board. No damage was noted on the isolation tape. No moisture damage was noted on the electronic assembly or motor. No anomaly was noted when inspecting the electronic assembly.

Event description:
It was reported the insulin pump stopped working, three hours during the night, without alarming. Customer did not know blood glucose value. No further information reported.

Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.